Event description:
Organogenesis was notified of the event on (B)(6) 2013 via e-mail communication from contractual partner. On (B)(6) 2013, rn, (B)(6) complaints specialist, integra lifecences, reported, that she had received notification from an integra "product specialist" on behalf of doctor (B)(6), that "surgeon revised achilles tendon with inforce (lot# if130311a, expiration date, august 1, 2015). The pt rejected the graft causing the wound to dehisce. Doctor thinks it was the graft; however, the pt is non-compliant and is a smoker. Doctor (B)(6) believes there are other factors for the dehisce; however, wanted me (integra product specialist) to file an incident report for record." Additional available information was obtained from rn, (B)(6) complaints specialist, integra lifesiences, reported, on behalf of doctor (B)(6) regarding the actual diagnosis, history of the presenting condition, co-morbidities, concomitant medications and the reported event outcome. On (B)(6) 2013, this pt (no pt identifiers provided) had an initial surgery for achilles repair and was treated with inforce reinforcement mesh (lot #if130311a, expiration date, august 1, 2015). The "surgeon revised achilles tendon with inforce. The pt rejected the graft causing the wound to dehisce. Doctor thinks it was the graft; however, the pt is non-compliant due to being a smoker. Doctor (B)(6) believes there are other factors for the dehisce; however, wanted me (integra product specialist) to file an incident report for record." Other reported factors for the dehiscence included revision, smoking and overall health. On (B)(6) 3013, as treatment for the reported rejection and dehiscence, the pt had an application of "integra bilayer graft coverage" (lot # and expiration date unk/not reported). No additional information was provided. Per miss (B)(6), doctor believes that the "rejection" and dehiscence were related to the inforce "graft" and other factors including revision and the pt's smoking and overall health. No additional information was provided.

Manufacturer narrative:
A review of the batch record for inforce lot # if130311a was conducted as part of the complaint investigation. Inforce lot # if130311a was produced and released in accordance with established procedures and specifications. The lot was packaged, sealed, and sterilized in accordance with validated parameters. Lot # if130311a was shipped to integra on (B)(4) 2013. There were no deviations associated with this lot that was determined to have any impact on the product.